Event description:
It was reported that a patient underwent a robotic total laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the device made a noise as though the blade was continuously running even before contact with the patient. The physician shut everything down, disconnected the handpiece from the motor drive, reconnected the handpiece and it seemed fine. However, when the surgeon was cutting, the device did not cut well. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-05607, medwatch 2210968-2012-05609 and medwatch 2210968-2012-05610. The same patient is represented in each medwatch.